Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms, noted to have been elevated over the last year. Technical services (ts) discussed a commanded shock in which the field representative would discuss with the physician. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned and severed in 3 pieces. It is unknown at this time whether analysis will be possible. A supplemental report will be filed if so, upon completion.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms, noted to have been elevated over the last year. Technical services (ts) discussed a commanded shock in which the field representative would discuss with the physician. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to impedance issues. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.